Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that while the patient was undergoing a CT scan, the ventilator stopped ventilating and generated alarms indicating "o2 supply loss" and "blower communication loss >10 seconds." The alarms persisted and could not be cleared until the ventilator was power cycled. As a result of the event, the patient was removed from the ventilator, manually ventilated, transported to another location, and placed on an alternate ventilator. There was no reported patient injury or adverse outcome associated with the event.